Event description:
It was reported by the united kingdom regulatory authority via mhra ref number (B)(4)that a silicone flange split on a tracheostomy tube. The remedial action provided to the patient was a premature tracheostomy tube change. No adverse affects to the patient. The exact item number and lot number are not known. The customer reported portex and bivona names but only one incident.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: b1: correction: product problem; adverse event and required intervention. E4: correction: customer reported to FDA: no information.